Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 739mg/dl. It was stated that the customer had cough and cold sinusitis. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the bolus history and found that the customer missed bolusing for one day and a half. The alarm history revealed a low reservoir. The high pressure test was performed and passed. Advised the caller to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.